Event description:
During a product inspection of the scope, the image was observed to be dark. The device was not used in a case as the issue was idenfitied after sterilization. The hosp did not report any other pt complications.